Event description:
On (B)(6) 2011, customer reported that 1 patient sample for microalbumin (ma), including quality control was low. Customer changed the reagent and calibrator lots for ma on the dxc 800 instrument. Reagent lot was changed from m104010 to m105010, and calibrator lot m009681 to m011433. Customer stated that the new lot of ma reagent recovered higher on patient sample when the sample was repeated. The erroneous result was reported out of the laboratory, and no patient treatment was altered based on the erroneous result. Field service engineer (fse) examined the instrument the same day and replaced the cartridge chemistry (cc) system sample probe and cc sample wash collar. Fse repeated cc sample probe carryover, which passed, and ran cc sample and reagent mix carryover, which also passed. Fse ran performance verification test normal precision, which passed. Customer ran ma linearity and precision run on patient sample and will evaluate results before running additional ma patients. Root cause is unknown, but the repairs performed have resolved the issue.